Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had moisture in her screen and the reservoir compartment of the insulin pump. Customer stated that the esc button on the insulin pump was not working. Customer also stated that there was a crack on the top right corner of the screen going down to the back of the insulin pump. Customer called back the next day and stated that the moisture was gone and the buttons were working again. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No moisture damage on electronic assembly.